Manufacturer narrative:
Following the notification, stimwave quality and the crs reviewed the events preceding this issue. The patient had scs implanted at the genicular nerve on (B)(6) 2019. Part number, serial number, lot number, and expiration date could not be found. Patient information unavailable. Notes were taken by the complaint specialist at the time and are listed below: the patient reported rash and irritation on their arms and torso. Caused by the antibiotics. The patient is being treated with IV steroids. Not related to the device. No further information could be obtained. The stimulators were reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a report of skin irritation submitted to the stimwave complaint system on (B)(6) 2019, by clinical representatives (cr), in the united states. Crs became aware of this issue on an unknown date.